Event description:
During a remote follow up, the battery longevity of the device was not transmitted correctly. The device was interrogated with a merlin programmer and the battery longevity was found to be accurate. No additional intervention was needed. The patient was stable.